Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (adjust belt, check therapy pad, service code 204) was investigated. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. There was no death or adverse event associated with the belt malfunction.

Event description:
02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt indicating that the patient experienced "adjust belt" messages, "check therapy pad messages", and a service code 204 (belt/monitor unusable).